Manufacturer narrative:
(B)(4). Batch # r58276. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60d reload not loaded on the device. The reload was received partially fired 1/2 with the cartridge deck damage. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon fired the stapler on the tissue during the segmentectomy. The surgeon found that the tip of the instrument(clamp node) was positioned between the jaw after he fired the blade. The blade was stuck in the middle. The surgeon tried to retrieve the blade with reverse button but it didn`t work. He overrode manually and open the jaw. There were not patient consequences reported.